Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the coyote es balloon catheter. There was blood in the inflation lumen, guidewire lumen, and the balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 7mm distal of the proximal markerband was revealed. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. There is no indication the device was inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified right superficial femoral artery. A 3mmx20mmx144cm coyote¿ es balloon catheter was advanced for dilatation. The balloon was inflated four times. During the first to the third inflation, 10 to 14 atmospheres were applied. However, during the fourth inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified right superficial femoral artery. A 3mmx20mmx144cm coyote es balloon catheter was advanced for dilatation. The balloon was inflated four times. During the first to the third inflation, 10 to 14 atmospheres were applied. However, during the fourth inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.